Event description:
It was reported that the patient had been to their doctor's office due to low blood sugar. The patient's blood glucose levels reached an unknown level. The patient did not provide symptoms, treatment or duration of the visit while reporting. Three follow ups were attempted but no new information was given.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event. No lot release records were reviewed, as the product lot number was not provided.